Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) his bundle lead exhibited rising thresholds and high thresholds during the implant procedure. Testing performed the following day showed thresholds had returned to an acceptable level. The lv his bundle lead remains in use. No patient complications have been reported as a result of this event.